Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger tip is sharp and scratches iols; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the plunger of the injector scratched the proximal part of the iol. The physician witnessed such event on 10% of the iols he placed; the tip of the plunger is indeed very sharp and this causes and will cause problems. Additional information has been requested and received stated that the explantations were not necessary and the patients did not report any complaints.

Manufacturer narrative:
The product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).